Event description:
It was reported that this brady was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this brady was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information received which indicated that the lead was explanted due to high pacing threshold and low pacing impedance. Also, patient experienced hiccupping sensation and chest pain.